Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that a reoccurring "try again in 10 minutes¿ sensor error message was received with the adc device. It was further reported that the customer became hypoglycemic and experienced a seizure and was unable to self-treat. The customer had contact with a healthcare professional who provided an unspecified treatment for the diagnosis of hypoglycemia. No further information was provided.